Event description:
The customer contacted heartsine to report that during testing their device was unable to detect the patient load through the defibrillation electrodes. The customer advised that the device prompted them to ¿check electrodes¿. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that during testing their device was unable to detect the patient load through the defibrillation electrodes. The customer advised that the device prompted them to ¿check electrodes¿. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.